Event description:
Device was sent in for y2k update. It was found during test that pace waveform was distorted. No reported pt involvement. Customer was not aware of the pace malfunction. Service rep repaired device and confirmed proper operation.